Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set needle did not retract. This was discovered during use. The following information was provided by the initial reporter: material no. 367341, batch no. 9091633. It was reported that the needle did not retract. After blood draw, phlebotomist pressed button to retract needle (safety feature) and the needle did not retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set needle did not retract. This was discovered during use. The following information was provided by the initial reporter: material no. 367341, batch no. 9091633. It was reported that the needle did not retract. After blood draw, phlebotomist pressed button to retract needle (safety feature) and the needle did not retract.